Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37092, lot# 277160001, implanted: (B)(6) 2011, product type accessory. (B)(4).

Event description:
It was reported the battery in the left buttock felt hot. The patient had done a functional assessment test on (B)(6) 2013. The test consisted primarily of squatting and lifting. Follow the test the patient felt hot all over including their generator pocket. The patient did not use their stimulation for two days. A couple days later they charged their system and used it for about 75% of the day. The patient discontinued using it later that evening due to a warm feeling around the generator site. The patient was seen the next day by their physician and impedances were checked. Impedances were normal and paresthesia was felt where they needed it. Due to reports of warm all over and clamminess the physician recommended the patient have blood work. There was no product issue determined. Patient status was noted as alive with no injury.

Event description:
Additional information received reported the patient received assistance from their healthcare professional (hcp) or manufacturing representative and their concerns were resolved. It was noted the patient had an appointment with their hcp on 2013 (B)(6).